Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. ECG c was found to be contaminated, causing the failure and reported messages. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the belt malfunction.

Event description:
03/18/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's electrode belt was producing false asystole alarms.